Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that the device t1 and t2 fell off at the same time during procedure. No patient injury reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device returned. The blue split cannula was returned protecting the needle. The depth limiter was returned trimmed to the surgeon¿s preference. Only one partial anchor was returned. It is not whole. It has been cut or snapped in half. A partial piece of suture was returned. The delivery needle is slightly twisted. Twist or bend can interfere with advancement and removal of t¿s. The manual actuator slide lever has been fully advanced. Testing confirmed that the manual actuator is functional. No root cause related to the manufacture of the device was established.